Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. A day prior to the peritonitis diagnosis, the patient was treated with vancomycin injection (1gm, every 5th day, intraperitoneal, discontinued after 10 days) and amikacin injection (145mg, twice daily, intraperitoneal, discontinued after 10 days) for the event. On an unknown date, the patient was hospitalized for the event. At the time of this report, the patient was discharged from the hospital and recovered nine days after the peritonitis diagnosis. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.